Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being used for jejunum resection during a laparoscopic pancreaticoduodenectomy, the surgeon was not able to press the green button but the handle was squeezed. Another product was used. There was no patient injury.